Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Triathlon notch cutting guide broken while being impacted into place.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be use error as the material analysis confirmed the device to have fractured from overload. No material or manufacturing defects were observed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Triathlon notch cutting guide broken while being impacted into place.